Event description:
Hill-rom received a report from the account the bed is not fluidizing properly and the pt developed a pressure ulcers. The bed was located at the pt's residence. There was an injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed not fluidizing due to the microspheres being damaged most likely due to humidity or moisture. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the microspheres and the sheet to resolve the issue. The reported injury is non-serious in nature per FDA definition. However, development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Based on this information, no further action is required.